Event description:
The pt returned from the o.r. Without previous sedation drug of propofol per team order. A new bottle primed and restarted new tubing and bottle at 20mcgs/kg/min, or approximately 11ml/hr. The pt's blood pressure started to drop so rate was decreased to 15mcgs/kg/min or 8.18ml/hr and levophed titrated to 100mcgs/min. The team was called to the bedside. Some time later, the rn noticed the propofol bottle fluid level was lower than expected. The rn initially programmed the pump volume at 80ml and the pump read volume of 76.6 ml. At the time of the incident, even though less than 20ml remained in bottle with fast drip in chamber noted despite pump rate of 8.18ml/hr. The infusion was stopped and disconnected from patient. The clinical coordinator came to the bedside to double check infusion and pump. There was severe hypotension but no toxicity. Per pharmacy report run on channel and pump, only 8.4ml infused per pump but only 24ml was left in the propofol bottle. Per biomed report on the pump: "we tested the poc and all channels that were connected to the brain. We did not see any physical damage. All pieces tested ok. Pm's also passed on all equipment. We also tested the channels at the rates that were given and they delivered within specs." It is unknown what caused propofol bolus. Voluntarily reporting this event.